Manufacturer narrative:
No device or photos were received, therefore the condition of the device is unknown. This device is used for treatment. The drill bit has a potential field age of 9 months based on the manufacturing date. The frequency of use of this instrument is unknown. With the information provided, a specific cause could not be determined with certainty.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a drill bit broke in the patient's acetabulum while surgeon was drilling. Both pieces of the bit were retrieved.